Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6.1 and 6.2 on main were not detected on the bus. A field service engineer (fse) reseated all the cables and wires, cleaned the inseparable to resolve the issue. The fse inspected the pyxibus cables and checked the operation in hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 6.1 was not detected on the bus. Additionally, it was reported that the user was able to retrieve the needed medication from the pharmacy. This incident resulted in a delay in patient care of approximately one hour and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.